Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.5/106 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found a piece of haptic torn off. Claim#: (B)(4).